Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for implantable cardioverter-defibrillator (ICD) discharge. The patient was found to be in atrial tachycardia. The patient went into atrial tachycardia on (B)(6) 2023 after an increase of milrinone and start of dobutamine, prior to vad implant. Electrophysiology evaluated the patient and increased metoprolol, continued amiodarone, and initiated mexiletine. It was noted the patient had the ICD prior to ventricular assist device (vad) implant, but unknown if they had ICD shocks prior to the vad. No vad issues were reported and no symptoms or clinical compromise due to the atrial tachycardia were reported. Upon interrogation of the ICD, it was seen that the patient was in atrial fibrillation, and the anti-tachycardia pacing failed on the ICD. The initial shock from the pacemaker caused ventricular fibrillation which required another shock. Then they converted back to atrial fibrillation and eventually normal sinus rhythm. The atrial tachycardia resolved, and the patient was discharged in stable condition on amiodarone and metoprolol on (B)(6) 2023.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas (left ventricular assist system), serial number (B)(6), could not be conclusively determined through this evaluation. Additional information regarding the event was requested from the account; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas instructions for use, rev. C, section 1 outlines potential adverse events, including cardiac arrhythmia, that may be associated with the use of heartmate 3 lvas. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.